Event description:
On (B)(6) 2011 the pt reported e10 (cartridge error) began to be displayed on the infusion device on (B)(6) 2011 and she was unable to clear it. She stopped using the infusion device and her blood glucose elevated to "hi" mg/dl. She felt thirsty with frequent urination and she was vomiting. Her normal blood glucose range is 120-150 mg/dl. She stated she did not become unconscious, but was not fully aware and her husband called emt's at 8:30pm. Emt's tested the pt's blood glucose as "hi" mg/dl. She did not receive treatment by emt's. The pt's blood glucose was measured by the hospital lab as 945 mg/dl. She was treated with a large bolus (amount unknown/type of insulin unknown) and insulin IV and was admitted to the intensive care unit. She was given 50 units of levemir at 8:00am and 8:00pm on (B)(6) 2011 along with the insulin IV and novolog injections with meals. The pt's blood glucose measured 126 mg/dl upon being released from the hospital. The pt was assisted in reconnecting to the infusion device and programming a temporary basal rate decrease of 50% for 12 hours due to insulin received at the hospital. The pt was sent courtesy supplies. Upon follow up with the pt on (B)(6) 2011 she stated she was feeling better and the infusion device is functioning normally. No product was requested to be returned for eval.